Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative, that a rt019 inspiratory/expiratory filter was found occluded. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt019 inspiratory/expiratory filter was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a rt019 inspiratory/expiratory filter was found occluded. Conclusion: without the complaint device, we are unable to determine what may have caused the reported event. The rt019 filter is a single use product designed as bacterial/viral filter to prevent contamination by microorganisms present in the ventilatory gases of patients undergoing treatment. All rt019 inspiratory/expiratory filters are leak tested before releasing for distribution. Any filter which fails the leak test is discarded. The subject rt019 would have met the required specifications at the time of production. The user instructions which accompany the rt019 filter state: "change every 24 hours or sooner if noticeable deterioration occurs, following standard hospital procedure.". "When nebulized drugs are used resistance to flow should be monitored and the product replaced, following standard hospital procedure.".

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative, that a rt019 inspiratory/expiratory filter was found occluded. There was no reported patient consequence.